Event description:
Caller reported a malfunction on pump, which displayed a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. It was advised that the customer could continue to use the pump and to contact support again if the issue reappeared.